Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.

Manufacturer narrative:
Patient anatomy did meet the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.

Event description:
Patient implant on (B)(6) 2010 of a 25-16-100bls bifurcated device, a 28 mm aortic extension , a 16mm limb extension model, and two 20mm limb extensions. At the time of the initial implant the left common iliac artery was reported to be ectatic. A post operative follow up revealed a distal type 1 endoleak in the left iliac artery. On (B)(6) 2011 the patient was treated with a 20-13-88fl limb extension which corrected the endoleak.